Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vein in a forearm. A 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, during the second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vein in a forearm. A 6.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, during the second inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. The device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. Blood was noted within the balloon material which is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 7mm distal from the distal end of the distal markerband and extending approximately 25mm proximally over the balloon material. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the damage identified. A visual and microscopic examination found no damage or any issues with the tip or markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the length of the shaft. No other issues were noted with the device.